Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 59 mm in diameter and 154 mm in length thoracic aortic aneurysm in zone 3. Diameter of non-aneurysmal proximal neck: 37mm, length from top of arch to proximal aneurysm: 15mm. It was reported that during final angiography, there was a suspected type ia endoleak or type IV endoleak. Touch-up was done several times on the proximal side. Another manufacturer's stent graft was added for the treatment; however, a minor endoleak remained. The physician commented that to begin with, the patient's proximal neck was approximately 15mm in length, and it had a reverse taper shape. Therefore, it was challenging case and was acceptable result. This event case is not related to valiant device per the physician. The patient will be monitored by the physician. No additional clinical sequelae were reported.